Event description:
A malfunction alarm was reported, identified by malfunction code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to reset the pump due to not having a charger and planned to call back when ready to reset it. In the meantime, the customer decided to use an alternative method of managing insulin therapy. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.